Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was replaced due to capturing issues. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was explanted and replaced due to capturing issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal segment was returned for analysis. The proximal conductors were distorted, the outer insulation was cut, there was blood on all conductors and in/on the helix mechanism.